Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G3: report source is not health professional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: matrix spine locking cap (part number unknown, lot unknown, quantity 1), pedicle screw (part number unknown, lot unknown, quantity1), scrdrivershaft t25 std straight tip w/he (part number 03.632.400, lot l463379, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.632.036, lot 6946522: supplier: (B)(4). Release to warehouse date: october 04, 2012. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, the tip threads are peeling off and torn. No dimensional inspection can be performed due to post manufacturing damage. The relevant drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the tip threads are torn and peeling off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the distal tip of two screwdrivers was broke upon final tightening of the screw. All tip fragments were retrieved, and no pieces remained in the patient. Also, a matrix threaded holding sleeve distal tip sheared when attempting to re-engage the pedicle screw, but piece did not fall off. The surgery was completed without any delay. There was no patient consequence. Concomitant devices reported: unknown matrix spine locking cap (part# unknown, lot# unknown, quantity# 1), unknown pedicle screw (part# unknown, lot# unknown, quantity# 1). This is report 02 of 03 of (B)(4).